Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 3.5cm cut line. The jaw of the reload was open. Staple pushers were visible at the 4cm cut line. The proximal sutures were cut properly. The distal sutures were returned intact. The buttress material was dislodged from the distal end on the cartridge side. Staple pushers on the proximal side were pushed back to the cartridge. Functionally, the reload was loaded into a representative handle. The jaws were not fully closed and the anvil was found to be deformed. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument was partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel, lot# n4d1882y sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel, lot# unknown sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n4f1759y sigphandle - sig power sigphandle handle, serial# (B)(6) sigadaptshort - sig power sigadaptshort lin short adapt, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a partial video-assisted thoracic surgery (vats) for the resection of pulmonary parenchyma procedure, the first reload had a poor connection, the second and fourth reloads experienced firing stops between the 3 centimeter and 4 centimeter suture length lines, and the third reload had reinforcement material that dislodged. A new reload was used to resolve the issue. There was no patient injury.